Event description:
Add'l info rec'd from rptr 2/27/01: the malfunctioned device as well as non-used devices (in stock), were made available to the director of materials mgmt dept for forwarding to the MFR for engineering review.

Event description:
Suction cautery pencil (lot 6003 prod# 103-8575), was being used on routine tonsilectomy and adenoidectomy. Cautery tip ignitied w/flame. Flame continued after release of foot pedal. Cautery was not in contact w/patient, when equipment malfunctioned, but pt was on or table. Small amount of insulation melted on tip of cautery. Cautery tip had not been cleaned or manipulated.